Manufacturer narrative:
One tapered screw-vent implant with mtx surface (tsvwb10), associated mount and screw was returned for investigation. Visual inspection of the as returned product identified minor wear and bone residue around the external threads due to usage. Functional testing was performed to disengage the mount. The impound and implant would assemble and disengage without issue. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was unconfirmed. A root cause cannot be determined. The following sections have been updated: date of this report, device expiration , UDI , date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant and mount (bundled) would not separate. The procedure was completed using another implant.